Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a coronary artery drug eluting stenting procedure, damage to the taxus liberte drug eluting stent was noted. There were no reported pt complications and this event was reported to have occurred outside the pt. The procedure was completed with another of the same device.